Event description:
It was reported that a revision surgery was performed on the patient due to loosening of the acetabular liner and anterior impingement of the cup of about 4-5mm with a bit of decreased anteversion in the cup. Details of the devices are unknown. No complications reported.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the information provided, the root cause of the loosening and impingement cannot be concluded but the loosening could be related to the impingement. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.